Manufacturer narrative:
H3, h6): the manufacturing representative (rep) visited the site to test the imaging system. A corrupted data file was found on the mobile viewing station, so the pc was replaced and version 4.2.1 was loaded. The unit then passed all tests. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000907, product ID: bi71000181. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system's mobile viewing station displayed a critical error message stating that the workstation is unusable with the imaging system. The issue persisted after multiple reboots. No patient was present at the time of the event.

Manufacturer narrative:
H2.h6) the component was returned to the manufacturer for analysis. Analysis found that the reported complaint unable to confirm. Mobile view station (mvs) computer passed. Os and imaging system application loaded successfully. No fault found. B01,c19,d14 are applicable continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000907, serial/lot #: (B)(6) rev. 6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.